Event description:
We were informed by the hospital that a pt diagnosed with congestive heart failure was intubated and connected to the ventilator. The hospital alleged that "high pitched humming noises and vibration"a was not4ed immediately after turning on the equipment. Th ehigh pressure limit was allegedly set at 80 cm and alarm went off. The pt allelledgely had respiratory arrest and pneumothorax on left side. The hospital claimed this situation had to be corrected with chest tubes. On december 30, the hospital informed us that the pt was still on the respirator, and in fair condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: none or unknown. Conclusion: device was out of spec but this does not relate to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.